Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "capsular contracture, but patient also had swallowing problems which might be related to the implants."

Event description:
Patient representative reported "capsular contracture, but patient also had swallowing problems which might be related to the implants." Event of "swallowing problems" is not device related. Device has been explanted.